Manufacturer narrative:
The pod was received with the soft cannula deployed. No damages or deficiencies were observed in the pod that would inhibit it from operating as intended. Inspection of the download and patient history buffer (phb) data found no issues with insulin delivery. Therefore, no problem was found regarding the reported failure to deliver insulin event.

Event description:
It was reported that the patient had been hospitalized with low blood sugar. The patient's blood glucose levels reached 76 mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the patient was unconscious. The patient was treated with dextrose twice to bring his blood sugar to regular levels. The patient was released 15 or 20 minutes later. The pod was worn when seeking medical attention.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical attention. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: up1a.231005.007.s921usqu4axk4. Smartphone hardware: sm-s921u. Cgm sensor type: g6.